Event description:
Attempted to use the vapr wand. Wand would not work. Generator showed "shortage" on the screen. Wand removed from the field and a new wand opened. There was no harm to the patient.what was the original intended procedure?shoulder arthroscopy.device #1is this a laboratory device or laboratory test?no.